Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and the cuffs were inflated to 25mbar using a calibrated endotest meter. The pressure of the blue cuff remained stable, while the pressure of the clear cuff dropped rapidly. The sample was immersed under water with the cuffs inflated and bubbles were observed coming from the clear cuff. The area of leakage was detected and a small cut mark was observed. As the failure was detected prior to use at the user facility, it was determined that the defect occurred at the manufacturing site. A non-conformance ((B)(4)) was opened to address this issue.

Event description:
Customer complaint alleges that the "doctor found cuff leakage prior to use on patient during functional testing". No report of patient involvement.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that the "doctor found cuff leakage prior to use on patient during functional testing". No report of patient involvement.